Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient reported they had a "rough night" last night. They were up eight times going to the bathroom, and it was kind of a disappointment. The patient mentioned they had been doing fairly well since implant, however, a couple days ago, their health care professional (hcp) set the device from "1" to "2," and by the time the patient got home, they were not feeling it, and it went back to "under 1" (the patient stated "probably maybe 60," however, the manufacturer help line interpreted this to mean "0.60"). The patient called because they needed assistance with their handset, and they were experiencing a "reboot system now" error. The patient removed the handset from the case and attempted to power off the handset, however, the handset was unresponsive despite holding down the power button. The patient indicate d that the handset had been responsive the night before. Mobility was conferenced in on the call to continue troubleshooting, however, the issue was not resolved and mobility advised replacing the handset. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the handset.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.